Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a telescope guide extension catheter. It was reported that the tip of the telescope detached during the procedure. The detached tip of the telescope was fixed in the artery with the use of a stent. Patient is alive with no further injury.

Manufacturer narrative:
Additional information: cine images were provided. A review of the cine images returned showed the advancement of a telescope gec into the lad. A stent was inflated and deployed within the tip of the telescope gec, it is possible that this caused the reported tip detachment. A balloon was inflated within the detached tip and resulted in the tip of the telescope breaking into a 'horse-shoe' shape. Another stent was deployed within the broken detached tip. Multiple stents were deployed within the lad. Annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: six still procedural images were returned for analysis. Stents were identified advanced through the markerband at the distal tip of the telescope gec. On one of the images received a balloon can be identified inflated within the markerband at the tip of the telescope gec. From the images returned, it is not possible to confirm tip detachment or the mechanism of the reported tip detachment. Product analysis: the device returned with a detachment of the distal tip of the telescope gec, the detached portion of the device was not returned for analysis. The material at the detachment site appeared stretched. The coil of the device appeared to be pulled out. Slight deformation was evident to the distal on-ramp of the telescope gec. Peeling was also evident to the on-ramp of the device. The inner lumen could not be verified to 0.0540 inches during analysis, as the lumen patency ball could not pass through the stretched material at the detachment site. No other deformation evident to the remainder of the device. Additional information: the lesion was highly calcified with around 90% stenosis and located in the lad. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was not noted during delivery of the device. The tip of the telescope detached during withdrawal of the device from the vessel. Resistance was not noted during withdrawal of the device. Attempts were made to remove the detached portion of the device from the patient. A balloon was used to try and take the tip out but unfortunately this was not possible. The detached tip of the telescope was fixed in the artery and secured with the use of two resolute onyx stents. Lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.